Event description:
The MFR rep reported when the pt came in for a refill of their pump, the actual reservoir volume was 18 mls and the expected volume was 4 mls. The pt was asymptomatic. Troubleshooting was being considered. F/u with the hcp revealed the pt experienced worsening pain starting in 2007. The pump was replaced the following month.

Manufacturer narrative:
.